Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received pump error alarm. Customer's blood glucose level was 401 mg/dl. The customer miscalculated the food bolus for breakfast. Customer was able to rewind the pump and performed self test and it passed. History pointers failed. The history pointers are corrupted alarm was found in the alarm history. Insulin pump will not be returned for analysis.